Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to the jaw being broken inside the shaft. The detached jaw was not returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is traced to manufacturing. The issue is being further investigated. The jaw break near the weld between the jaw legs and tip of the jaw. It was discovered that the failing jaw lot had shallower bottom weld penetration, and the weld spanned over a larger area of the feature length compared to the weld of a conforming device. Olympus will continue to monitor field performance for this device.

Event description:
As reported, one of the jaws on the cutting forceps broke inside the patient. The jaw has been recovered. The issue occurred during a hysterectomy under coelio procedure that caused a fifteen-minute extension. The procedure was completed with a similar device. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
As reported, one of the jaws on the cutting forceps broke inside the patient. The jaw has been recovered. The issue occurred during a hysterectomy under coelio procedure that caused a fifteen-minute extension. The procedure was completed with a similar device. There were no reports of further patient harm.